Event description:
I had breast implants, mentor saline brand in 2008. Immediately after I had sensitivity and minor pain. Five years after the symptoms worsened and I began having new symptoms; 13 years later I suffer from many, many symptoms including chronic inflammation, join pain, chronic pain, insomnia, difficulty concentrating, memory loss, limb numbness and tingling, decrease libido, mood swings, sharp pains in breast, chronic fatigue, migraines, brain fog, vertigo, depression and anxiety and have been diagnosed with facet joint syndrome in my back and neck (I am (B)(6) years old). I have explored as many other possible causes as of the symptoms as my pcp knows how to (x-rays, mris, blood work) and seen many specialists who have ruled out other potential causes of these symptoms. I have seen my pcp and had many rounds of trigger point injections, seen pain specialists, neurologist out of state, had a full round of extensive physical therapy and seen massage therapists and chiropractors for treatment. I have been on opiate analgesics for almost a year and my doctor now suggests that I try neuroablasion therapy for the pain. I have a letter from my primary care physician stating that it is medically necessary that I have my implants removed and my insurance denied to pay for the removal. I am now paying close to (B)(6) for the removal out of pocket (scheduled next week) because I am certain that these implants are the cause of my pain. These symptoms have affected my ability to work, my personal relationships, my mental health and my quality of life. I am aware that there is a recall and law suit against allergan for their silicone breast implants and I strongly urge you to consider the same for all breast implants. I believe I am experiencing the symptoms of breast implant illness and many other women are having the same experience. I have my medical records and personal experience and would like to make the FDA aware and to see the breast implant manufactures held accountable. I filed a claim with my breast implant manufactures and they would like me to submit my records and detailed information but I am concerned they will use this information against me and I believe there will be lawsuits in the future and I don't want to do anything that would jeopardize my ability to participate in them. FDA safety report ID# (B)(4).